Event description:
While delivering dopamine, the IV tubing was noted to be kinked near the filter. The pt did not receive the needed medication causing a drop in blood pressure. The IV tubing was changed and the infusion restarted. There was no resultant pt complication.